Event description:
This is filed to report clip opened while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4+. Two clips were implanted with no reported issue. During establishing final arm angle test for the third clip, the clip opened about 30 degrees. Standard troubleshooting was performed: closed the clip and unlocked the clip and opened the clip about 120 and closed it and the clip opened. Attempted efaa three times but the clip still opened. The clip was removed, and another clip was used with no reported issue, reducing mr to grade 1+. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with clip opening during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported unintended movement (clip open ¿ efaa) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 22 aug 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).